Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2016 with the following findings: investigation revealed evidence of moisture ingress on the display screen. Evaluation also revealed a crack in the battery compartment. A leak test was performed and battery compartment leak was found. The pump¿s cover was removed and evidence of moisture was found to a component on the printed circuit board (pcb) and on the keypad flex/connector.

Event description:
The pump was returned for investigation. Investigation revealed evidence of moisture ingress on the display screen. Evaluation also revealed a crack in the battery compartment. A battery compartment leak was found during testing. In addition, moisture ingress was observed on a component on the printed circuit board (pcb) and on the keypad flex/connector. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/07/2016.